Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a procedure performed on (B)(6) 2013. According to the complainant, during the procedure, the resolution clip device was advanced to the target lesion, and then locked and deployed; however, the clip failed to release from the delivery catheter. The clip had to be "tugged" off the patient's tissue, and was then withdrawn from the patient. The procedure was completed using a second resolution clip device. No patient complications resulted from this event. The patient's condition following the procedure was reported to be "fine."

Manufacturer narrative:
(B)(4). For the reported event of clip failed to release from catheter. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.